Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple continuous glucose monitor error 42. Additionally, it was reported that the pump date was incorrect, cause was unknown. Reportedly, the customer corrected the pump date and resumed insulin therapy. The customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 70-140 mg/dl.